Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the right indication was not displayed and everywhere on the screen, a dot had displayed. There was an intermittent pump display defect. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or adverse consequences to the patient.

Manufacturer narrative:
This reported issue could not be duplicated at mfg engineering center (mec).